Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient's blood glucose reading was at 475 mg/dl with nausea, vomiting, extreme drowsiness and shortness of breath. It was reported that the patient was taken to the emergency room and was admitted for 24 hours for diabetic ketoacidosis. Allegedly, the patient received unspecified treatments provided by the medical professional at the hospital. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Reportedly, the pump alarmed for occlusion multiple times. The reporter was unable to manually prime the cartridge or the cartridge and tubing after they were removed from the pump. Review of cartridge use techniques indicated that the instruction for use was not followed. The patient stated that they have lost confidence with the product and insisted that the product be replaced. This complaint is being reported because the patient experienced severe hyperglycemia related to an occlusion issue of unknown causes.